Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: a battery compartment crack is observed in thread area. Evidence of moisture contamination inside battery compartment. Due to moisture contamination inside battery compartment pump is unresponsive. Investigators were unable to complete the following checklist steps due to moisture contamination inside battery compartment. Investigators removed pump cover. No evidence of additional moisture contamination inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.